Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6948 implantable tachy lead 2006-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered; however, the patient did not hear the tones. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device. The performance data file was corrupt and could not be read. (B)(4).